Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 3; reference MFR report: 3006705815-2019-01399, reference MFR report:1627487-2019-04742. It was reported that patient experienced infection. As a result, patient underwent surgical intervention on (B)(6) 2019 wherein the ipg and the leads were explanted. The issue was resolved.

Event description:
Device 2 of 3. Reference MFR report: 3006705815-2019-01399. Reference MFR report:1627487-2019-04742.